Manufacturer narrative:
On august 18, an email received from the FDA medwatch program stating that there is no record of initial report submission in the system as to MFR report #: (B)(4). According to our records, the initial report was submitted on (B)(6) 2015. Likely due to unidentified system error, the initial report might have not been received by the system. Following the FDA order, this initial report is resubmitted. Manufacturing site: asahi intecc (B)(6), registration number: (B)(4). Investigation of returned guidewire revealed that its coil was elongated to approx. 35cm, however the guidewire was in one unit up to distal end without separation. Core wire was found to be broken at approx. 7mm form tip end, microscopic observation revealed the trace of counterclockwise rotation. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of the returned devices, it is inferred that the movement of the guidewire distal end might be restricted in the calcified cto lesion, where rotational manipulation to counterclockwise direction was continuously given, rotational force was accumulated to the core wire and resulted the breakage of core wire. Along with removal, the coil was elongated, but successfully removed out without separation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged.

Event description:
Reportedly, subject guidewire was used in a long calcified cto lesion, after moderately prolonged manipulations, the guide wire tip (last 3-4mm) broke off. Guidewire was managed to be retrieved out in an unraveled wrapped condition from the vessel. Tip of the guidewire stayed connected. There was no impact to the patient.